Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. A 2.50 x 24 synergy¿ stent was selected for use. However, during preparation, it was noted that the stent was not well fixed on the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted across the entire stent; stent struts were stretched and bunched in parts. The stent had moved distally on balloon, the distal end of stent was covering the distal markerband. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on exposed balloon indicating correct positioning and crimping of the device prior to the complaint incident. A visual and tactile examination of the hypotube profile found no issues. A visual and tactile examination of the shaft polymer extrusion profile revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip profile found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. A 2.50 x 24 synergy¿ stent was selected for use. However, during preparation, it was noted that the stent was not well fixed on the balloon. The procedure was completed with a different device. No patient complications were reported.